Manufacturer narrative:
This MDR is submitted late as a result of (B)(4). The nc identified a delay in complaint creation related to an error that occurred during intake: intuvie received a report indicating that the pump failed the ground resistance test; however, the specific failure values were not provided. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the investigation determined the cause to be a component-related issue. The ac filter was replaced, which successfully resolved the problem. The failed ground resistance test was identified and corrected during servicing performed by a third-party service provider. Reference to complaint #(B)(4).

Event description:
Intuvie received a report indicating that the pump failed the ground resistance test. The failure values are unknown. There was no patient involvement reported.